Event description:
Home care dealer reports that the monitor may not have alarmed for the apnea event, that is the probable cause of the pt's death. Note that there is no officially known cause of death made available. Family member said that the monitor did alarm for heart rate but feels that it should have alarmed for apnea. Monitor being held by family member until the attorney advises further. There should be info in the monitor's memory.